Manufacturer narrative:
Conclusion: there is no documentation of a causal relationship between the event of peritonitis and the liberty cycler or cycler set. Additionally, there is no allegation of a malfunction against the cycler or cycler set. There is a temporal relationship between the patient¿s peritonitis and pd therapy, although the patient states there was no breach in aseptic technique or any fluid leak. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 during routine follow up to the peritoneal dialysis registered nurse (pdrn) for a complaint of abdominal pain it was determined that this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported having abdominal pain and cloudy effluent for several days. The patient was instructed to go to the peritoneal dialysis (pd) clinic and was diagnosed with peritonitis on (B)(6) 2017. As of (B)(6) 2017, the pd fluid culture results was still pending. The patient was to be treated/prescribed in-clinic for 14 days with vancomycin and gentamicin (dose, route, strength and frequency unknown). Per the pdrn, the patient states aseptic technique was practiced during ccpd therapy. There were no reported fluid leaks and the causal event of the peritonitis was unknown. As of (B)(6) 2017, the patient¿s symptoms had resolved and the effluent had cleared. The patient continued to complete ccpd therapy on the liberty cycler with no reported issues.

Manufacturer narrative:
Conclusion: there is no documentation of a causal relationship between the event of peritonitis and the liberty cycler or cycler set. Additionally, there is no allegation of a malfunction against the cycler or cycler set. There is a temporal relationship between the patient¿s peritonitis and pd therapy, although the patient states there was no breach in aseptic technique or any fluid leak, the culture results of staphylococcus epidermidis suggests that the causal event was related to a breach in aseptic technique. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed. 10/31/2017, during routine follow up to the peritoneal dialysis registered nurse (pdrn) for a complaint of abdominal pain it was determined that this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported having abdominal pain and cloudy effluent for several days. The patient was instructed to go to the peritoneal dialysis (pd) clinic and was diagnosed with peritonitis on (B)(6) 2017. As of (B)(6) 2017, the pd fluid culture results were still pending. The patient was to be treated/prescribed in-clinic for 14 days with vancomycin and gentamicin (dose, route, strength and frequency unknown). Per the pdrn, the patient states aseptic technique was practiced during ccpd therapy. There are no reported fluid leaks and the causal event of the peritonitis is unknown. As of (B)(6) 2017, the patient¿s symptoms have resolved and the effluent has cleared. The patient continues to complete ccpd therapy on the liberty cycler with no reported issues. Additional follow up with the pdrn on 11/06/2017 revealed that the pd effluent culture results from (B)(6) 2017 were positive for staphylococcus epidermidis and showed a white blood cell (wbc) count of 2216. The patient was completing treatment with vancomycin and gentamicin (dose, route, strength and frequency unknown). The patient was recovering with no reported issues.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set lot has been sold and distributed. Batch records for the lot identified was reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed. 10/31/2017, during routine follow up to the peritoneal dialysis registered nurse (pdrn) for a complaint of abdominal pain it was determined that this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported having abdominal pain and cloudy effluent for several days. The patient was instructed to go to the peritoneal dialysis (pd) clinic and was diagnosed with peritonitis on (B)(6) 2017. As of (B)(6) 2017, the pd fluid culture results were still pending. The patient was to be treated/prescribed in-clinic for 14 days with vancomycin and gentamicin (dose, route, strength and frequency unknown). Per the pdrn, the patient states aseptic technique was practiced during ccpd therapy. There are no reported fluid leaks and the causal event of the peritonitis is unknown. As of (B)(6) 2017, the patient¿s symptoms have resolved and the effluent has cleared. The patient continues to complete ccpd therapy on the liberty cycler with no reported issues. Additional follow up with the pdrn on (B)(6) 2017 revealed that the pd effluent culture results from (B)(6) 2017 were positive for staphylococcus epidermidis and showed a white blood cell (wbc) count of 2216. The patient was completing treatment with vancomycin and gentamicin (dose, route, strength and frequency unknown). The patient was recovering with no reported issues.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient was diagnosed with peritonitis on (B)(6) 2017. Additional follow-up was made with the patient's primary pdrn, who stated the patient had reported abdominal pain and cloudy effluent for several days and was requested to come into the clinic for culture on (B)(6) 2017 and was diagnosed with peritonitis. Per pdrn as of (B)(6) 2017 the culture results were pending. The pdrn stated the patient was being treated in-clinic for 14 days and was being administered an unknown dose, route, and frequency of vancomycin and gentamycin. The pdrn stated per the patient aseptic technique was practiced when completing peritoneal dialysis treatments and stated it was unknown what may have attributed to the infection at this time. There were no reported fluid leaks during treatment prior to infection. Per pdrn the patient was last in clinic yesterday and stated as of (B)(6) 2017 the patient¿s effluent cleared and the signs and symptoms of peritonitis resolved, and the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Per pdrn the sample was discarded and the lot number was unknown.